Event description:
In 2005, the patient was admitted for cardiac catheterization that revealed severe coronary disease. On the same day, following catheterization, percutaneous transluminal coronary angioplasty (ptca) was done and coronary stents were placed. Reportedly, the patient became hypotensive after the procedure while in the unit. The patient returned to the cath lab and a pericardiocentesis was performed, with approximately 300 (ml) milliliters of blood removed from the patient. The patient was returned to the coronary care unit (ccu) and after a few hours became hypotensive again. Re-catheterization was performed which showed "extravasation of dye from the coronary artery and fluid in pericardium." Two (2) graftmaster stent grafts were implanted within the proximal right coronary artery (rca). On arteriogram, the site showed "persistent visualization of the presumably extraluminal contrast adjacent to the proximal-mid rca." The patient was taken to the operating room with a balloon inflated to maintain hemostasis. An emergent coronary artery bypass graft (CABG) was performed. Reportedly, the patient "tolerated the procedure;" however, the patient had severe coagulopathy secondary to agents used in the cath lab. The next day, an emergent abdominal exploration was performed. The patient was found to have "massive retroperitoneal bleed with ischemic bowel." During the procedure, the patient's blood pressure could not be maintained despite clamping of the aorta. The patient went into "pulseless electrical activity (pea) and was pronounced dead on the table." This report represents the first graftmaster device used.